Event description:
The pt had an impella placed five weeks ago for the treatment of cardiogenic shock. Three days later, the device gave a message that the motor had stopped in the afternoon. The pt was emergently taken to the cath lab to replace the impella device, which was replaced without further incident. However, the pt did develop ventricular tachycardia and required increasing pressor suppport. The patient did expire the next day.